Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl and 260 mg/dl. The customer used two performa meters but the same test strips lot for the measurements.